Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump was beeping for "occluded", however when the rn opened the chamber door, the pump segment of the tubing was ballooned out with fluid. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment with an associated occlusion alarm was not confirmed. Visual inspection of the set did not show any ballooning in the pump segment or any indications that there had been a ballooned segment. Functional and pressure testing resulted in fluid flowing freely through the set with no signs of ballooning replicated. No leaks were observed. The root cause of the customer¿s report was not determined.

Event description:
The customer reported that the pump was beeping for "occluded", however when the rn opened the chamber door, the pump segment of the tubing was ballooned out with fluid. There was no patient harm.